Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch 2032227-2016-52438.

Event description:
It was reported that the customer passed away at home. The cause of death was coronary heart disease. The caller stated that the customer was having a lot of issues with the insulin pump and had a lot of low blood glucose readings before passing. The caller stated that the customer had a lot of diabetes complications; no details were provided. The customer had kidney failure and heart disease. The customer's blood glucose at the time of death was 107 mg/dl. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not and whether a sensor was worn at the time of death or not. The caller declined uploading to carelink and declined returning the insulin pump for analysis.